Manufacturer narrative:
(B)(4). Item# 157446 lot# 690600 m2a-magnum mod hd sz 46mm lot# 789180. Item# 103205 taperloc por fmrl 11x142 lot# 881030. Item# 139254 m2a-magnum 42-50mm tpr insrt-3 lot# 003970 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05636.

Event description:
It was reported that patient underwent a revision procedure approximately 8 years post implantation due to metallosis and pain. Operative report noted blood work demonstrated elevated cobalt and chromium levels. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was confirmed by review of op notes. Op notes for revision confirmed diagnosis of metallosis, elevated metal ions - co & cr, and pain. Patient's blood work had minimally abnormal inflammatory markers. Patient's lab report stated that chromium in his blood was 2.3, cobalt was 2.5, and sed rate was 29. White cell count of 9,700 was noted. Primary implants were intact. No failure or abnormal fit of primary implants were noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. X-rays indicated implants had a normal overall fit and alignment. There were no signs of looseings, wear or radiolucency. No indications of subsidence, dissociation of implants, corrosion, osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.